Manufacturer narrative:
Technician found that the manual CPR valve was bad. The rubber at the end of the valve was not attached to the valve itself not allowing the valve to close. Technician replaced the CPR valve to resolve this issue.

Event description:
Information received indicated that the head of the bed would raise slowly and then drift back down/lower on its own.